Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the physician is attempting to correctly place a capsule in the patient who was under anesthesia. There was a malfunction on the deployment mechanism, the device appeared to attach to the esophageal wall when it had not. When the scope was withdrawn, detection of the capsule was found in the back of the patient's mouth thus the capsule failed to properly attached to the lower third of the esophagus which placed the patient at risk for a compromised airway. The capsule was retrieved with a snare. Another device was placed and was successful.